Event description:
It was reported that the patient was currently hospitalized after having a series of seizures. It was reported that the increase was above the patient's "normal" amount of seizures; however, it is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. The patient's sister reported that the nursing home has not been giving the patient his prescribed medication. Attempts to obtain additional information have been unsuccessful to date.